Event description:
The patient was moving from a chair to a high low table. The table was elevated, so the patient could remain in the seated position. As she sat on the table, the elevated area came out of the grooves and fell flat. This startled the patient. She felt her 3rd and 4th digits may have been pinched. She was given ice and reported no pain at the end of the treatment session. There were no cuts or bruises when she left. Medwatch form FDA 3500a was filed with FDA by hospital. Event occurred on (B)(6) 2011. (B)(6) received copy of hospital filed medwatch on (B)(6) 2011. The information has not been corroborated. Investigation pending.